Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 7081399/7078951.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a spinal cord stimulator explant procedure and was doing well postoperatively. The explanted device will not be returned as they were not recovered from the facility. No device malfunction suspected.